Event description:
(B)(4). Migraines and headache, fibromyalgia, lumbar radiculopathy, numbness and tingling, forgetfulness, anxiety and depression, insulin resistance, vitamins b12 and vitamin d deficiency, abdominal pain, no sex drive and painful intercourse, difficulty urinating, chronic fatigue and weakness, itchy and patchy skin. Device was covered by insurance. Went thru physical therapy and chiropractic for years.